Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.1mm, tmicl12.1, -8.00/2.0/096 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Patient experienced lens rotation. Surgeon attempted to rotate lens back into position, but lens rotated again. Lens was explanted. No patient injury was reported. Additional information been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6: work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.1mm, tmicl12.1, -8.0/2.0/96 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to low vault with rotation but it did not resolve the problem. On (B)(6) 2020 the lens was explanted and the problem resolved. H3- device evaluation : lens was returned dry with residue, in specimen cup. Visual inspection found no visible damage to lens. Residue on lens was observed. (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
It was reported that a toric icl patient experienced lens rotation. Surgeon attempted to rotate back into position but lens rotated again. Doctor plans to explant lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.